Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The patient presented with congestive heart failure, myocardial infarction and multi vessel coronary artery disease. The patient had intraaortic balloon pump previously placed. Vascular access was obtained via left femoral artery utilizing retrograde approach with a 6 fr sheath. A .035 x 145 j-wire was then advanced. A 6fr cls4 guide catheter was advanced to the left main artery. Angiographic evaluation revealed extraluminal calcification and non-occlusive plaque of left main artery. The left anterior descending artery (lad) was free of disease. Bifurcation of the diagonal artery was noted and the lad was occluded following diagonal takeoff. One branch of the diagonal artery was 80% stenosed. The circumflex was totally occluded and antegrade collaterals in a delayed fashion were identified to a moderate sized distal circumflex providing an obtuse marginal and posterolateral system. Three 182 cm choice guidewires were selected. After multiple attempts to cross the totally occluded target lesion, the devices failed to cross the lesion. A 185cm pt²¿ guide wire was then selected and advanced to the lesion; however, it was noted that the tip fractured off into the proximal circumflex and distal left main. A 200 length snare was used to retrieve the fractured tip. Final angiography revealed patency of the left main artery with no change in the lad or circumflex artery. Antegrade flow appeared axillary improved in the distal circumflex. The arteriotomy site was closed and excellent hemostasis was obtained. No further patient complications were reported.